Event description:
It was reported that, the patient experienced persistently high blood glucose levels, with fingerstick readings ranging from 418 to 470 mg/dl while using a steel 23" infusion set. The patient had completed a supply change approximately seven hours prior. Initial troubleshooting included disconnecting the infusion site, performing a tubing fill, and confirming there were no leaks or kinks. The patient noted that the plastic needle guard had not been removed during the previous site insertion, which may have contributed to the elevated glucose. Support assisted the patient with connecting a new site and resuming insulin delivery, advising that it could take 60¿90 minutes for full effect. After glucose levels continued to rise, a full supply change was performed with support guidance. Subsequent follow-ups showed blood glucose decreasing from 470 to 400 mg/dl, and finally to 269 mg/dl. The patient was instructed to continue self-monitoring and indicated no further follow-up was needed, with plans to call if additional issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.